Event description:
It was reported that the 8800 system displayed a precharge circuit time out error. The scheduled casse was cancelled. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the battery pack and calibrated the charger pcb. The system was tested and found to be working as intended and placed back into service.